Event description:
Event description guidant received information that this pacemaker was explanted due to premature battery depletion. The device was removed after 16 months in service, and replaced.